Manufacturer narrative:
The pump was received with a blank display due to the battery tube connector not plugged in properly. Unable to verify insert battery alarm due to the blank display. However, the battery tube connector was plugged back in and no blank display was noted. The pump was received with normal sleep currents. The pump was received with minor scratches on the lcd window, cracked battery tube threads and a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The insulin pump was not responding to battery changes. The display did not return with battery insertion. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.